Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient's pump site was infected. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting was performed. The nurse decreased the patient¿s daily dose on (B)(6) 2020 to start weaning the patient before explant. The issue was not resolved at the time of this report. Surgical intervention was planned but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿ and it was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.